Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to the device no longer inflating. The reservoir was empty on explant. A new inflatable penile prosthesis consisting of 15cm x 12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.